Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that while flushing the 2.5x150mm armada balloon dilation catheter (bdc) prior to use, saline was noted to be leaking from the balloon. Therefore, another armada bdc was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.